Event description:
It was reported that there was a coupling problem, the patient was recharging was unable to get more than two coupling bars. The pocket was tilted as well. The patient took several days to get fully charged. A possible flip, pocket revision was discussed. The patient had been a high energy user around 7.5v but the reprogramming had put her down to 5v. The patient had been having this issue about a year and been a gradual issue. The patient had lost and gained weight causing device to shift a little. It was not device related. The patient was still only getting two bars. Eighteen months until end of service (eos) and the physician was opting to replace. The patient had good therapy. The replacement was to be scheduled within the next few weeks. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3986a, lot# n140013, implanted: 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: 2008, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).